Event description:
The operator of a dimension vista 1500 instrument tested one patient sample for troponin and it resulted with a "below assay range" message with a measurement error. The sample was repeated multiple times, including testing on another dimension vista instrument, and the same results were produced. Results below the assay range would be depicted as <15 pg/ml up to -50 pg/ml. The operator did not know why the sample was resulting with a "below assay range" message instead of <15 pg/ml. The operator diluted the sample with a 1:5 dilution and tested it. The sample then resulted as <75 pg/ml, as the sample was truly below the assay range and the 15 pg/ml was multiplied by the dilution factor of 5. The operator reported the result of <75.000 pg/ml to the physician(s), who misread the result was 75000 pg/ml. The patient was injected with an anticoagulant treatment. A new sample was obtained from the patient at a later time. The new sample also produced a "below assay range" message upon testing. The sample was diluted and tested on the same dimension vista instrument and an alternate dimension vista instrument. The laboratory reported a result of <15 pg/ml to the physician(s) and corrected the result of <75 pg/ml to <15 pg/ml. A third sample was obtained from the patient the following day and a result of <15 pg/ml was also reported to the physician(s). There are no known reports of adverse health consequences due to the misinterpretation of the "below assay range" message or of the result of <75.000 pg/ml.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer had determined that the patient sample had resulted below the cutoff of -50 pg/ml for the instrument to report the result as <15 pg/ml. The customer discussed changing the cutoff so that samples resulting through -100 pg/ml would report as <15 pg/ml instead of with a "below assay range" message. The customer also stated that they would not report out troponin results with any decimal places in the future. The cause of the patient being treated with anticoagulant medication was a human factors issue. The "below assay range" message was misunderstood by the operator, prompting dilution of a patient sample that did not require dilution. This subsequently caused the dilution factor of 15 to be multiplied by 5 and the result to be reported as <75 pg/ml instead of <15 pg/ml. The physician(s) then misread the result of <75.000 as 75000 and administered treatment to the patient. The instrument is performing according to specifications. No further evaluation of this device is required.